Manufacturer narrative:
(B)(4)- the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis episode. However, the clinic nurse identified the peritonitis was likely related to poor aseptic technique/touch contamination citing he was not washing his hands prior to pd therapy, which is the probable causal relationship of the peritonitis. There is no allegations against any fresenius products.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the liberty cycler was draining slowly. The pd contact also reported the patient was hospitalized due to an infection. During follow up with the patient's nurse, it was confirmed that the patient had been hospitalized on (B)(6) 2017 for confirmed peritonitis and experiencing diarrhea. The patient was treated with three (3) antibiotics: intravenous (IV) vancomycin, cefapime and gentamicin. (Unknown dose strength, duration). The pd effluent was cultured and results were negative (unknown the length of time of the culture growth) but the white blood count (wbc¿s) were high and reported as 35.8 k/mm3 (high). Additionally the nurse revealed that the possible cause of the peritonitis episode was that the patient may have breached sterile technique by not hand washing adequately especially after bathroom use in lieu of a history of gastric issues and diarrhea. During the hospitalization, the patient received ccpd therapy without issues and the nurse reported the patient was still hospitalized as of (B)(6) 2017 and recovering. On (B)(6) 2017, during a follow up call to the nurse, it was revealed that the patient was discharged from the hospital on (B)(6) 2017 and transferred to a ¿step down ¿ rehabilitation facility. On the same day, the patient is currently receiving IV flagyl and oral vancomycin, due to a positive stool culture for clostridia difficle. The patient currently remains in rehabilitation continuing ccpd therapy, without reported adverse events and continuing antifungal/antibiotic therapy.